Manufacturer narrative:
(B)(4). For 2 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the reported events, the soda lime was changed and the gas module was calibrated to resolve the reported issue, and for 1 reported event, the exchange assembly was rebuilt to resolve the issue. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced high co2 readings. These reports were received from various sources. Of the 3 events, 1 did not involve a patient, and 2 did involve patients. There was no patient information available.